Event description:
After 56 months of service life, the pump was explanted and returned to the manufacturer for analysis. "The pump does not flow for a couple of days and next starts flowing within specification". A follow up report will be sent when additional info is received.